Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. E1: reporter name unknown / not provided. G4: premarket identification unknown / not provided . H4: device manufacturer date unknown / not provided.

Event description:
Impossible to remove the healing abutment. Despite the attempt to remove it, the implant #16 finally rotated and was removed. Produre completed.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) unknown zimmer healing abutment for evaluation. Visual evaluation was performed, the abutment had signs of use. The abutments drive was damaged and could not be removed from the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer healing abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The abutment had a damaged drive feature. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.